Event description:
The user facility reported a failed biological indicator on a completed v-pro processing cycle; the instruments were subsequently used in a patient procedure. The hospital confirmed they followed their internal procedures regarding patient monitoring/notification. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.